Manufacturer narrative:
One used list# ch2000s-c, spinning spiros® closed male luer, red cap (lot# 4981625) and one used bd alaris pump set were received and visually inspected. The spiros was returned securely connected to the male luer of the alaris set. As received, the spin feature of the spiros was activated and spinning freely. No visible damage or anomalies were identified. The connected devices returned were primed with water at gravity pressure and then leak tested. Leakage occurred from the area of the spiros o-ring while the spiros was unactivated. The reported complaint of leakage from the spiros can be confirmed. The spiros was disassembled and the o-ring was found to be torn. The probable cause of the o-ring damage and subsequent leakage is due to an error during automated assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred at 11:00 am and involved a spinning spiros® closed male luer, red cap that the customer reported the leak of an unspecified chemotherapy from the back side of the device. The device was in use for 5 minutes and someone stated they saw a drip. There was patient involvement, but no adverse event, no harm reported, and no delay in therapy.